Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels up to 406 (mg/dl) with trace ketones. Boluses via the pump were delivered to address bg levels. Reportedly, the customer believed the pump was not delivering insulin and the customer began using manual injections for insulin therapy. As the elevated bg levels occurred in the past, tandem technical support was unable to perform a system check. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.